Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00929 and 1828100-2014-00930. After the case, the system was checked and no problems were found. After restart of system-1, it loaded without problems and the ccm switched on as intended. The system was running in full power around one hour and no problems were found.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) switched off while the roller pumps and other devices kept working without errors/problems. No other details regarding the nature of this event were provided.